Manufacturer narrative:
Visual evaluation of the returned rx cytology brush found that the pull wire was broken at the distal end of the handle cannula. It was also noted that the working length was kinked in multiple locations throughout and was torn at the distal end of the device. The bristled portion of the brush was cut by the customer and would not be returned for evaluation. Functional analysis was not performed due to the broken pull wire. The reported complaint was confirmed, the pull wire was broken. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2017-02021 and 3005099803-2017-02023 address both rx cytology brush. It was reported to boston scientific corporation that two rx cytology brushes were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the wire inside the catheter broke into two pieces while the brush was inside the plastic sheath. As a result they were unable to get the brush to extend and retract. Nothing detached inside the biliary duct. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2017-02021 and 3005099803-2017-02023 address both rx cytology brush. It was reported to boston scientific corporation that two rx cytology brushes were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the wire inside the catheter broke into two pieces while the brush was inside the plastic sheath. As a result they were unable to get the brush to extend and retract. Nothing detached inside the biliary duct. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.